Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2005- pt underwent repair of a ventral hernia with two pieces of composix kugel mesh that were fused together. Extensive lysis of adhesion were performed. On 04/17/2007- pt admitted for nausea, vomiting, and abdominal pain. Pt diagnosed with a small bowel obstruction and advised to lose weight. Discharged on (B)(6) 2007. On (B)(6) 2007 - pt underwent repair of a recurrent hernia with composix e/x. Lysis of adhesions were performed and two pieces of composix kugel mesh were excised. Medical records note no apparent disruption in the ring. On (B)(6) 2007 - pat underwent emergency surgery due to abdominal hemorrhage. The composix e/x mesh was removed and evacuation of a hematoma.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has comorbidities including diabetes and morbid obesity. The pt experienced abdominal hemorrhage following the hernia repair and had a blood clot removed as well as the composix e/x mesh. The pt was diagnosed with hypertension associated with hypovolemic shock from blood loss. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00630 for info related to the first composix kugel mesh implanted on (B)(6) 2005. Info related to the recalled second composix kugel mesh implanted on (B)(6) 2005 was reported in accordance with rae (B)(4).